Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed (B)(6) 2024. The implanted device remains.